Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found the failure was confirmed but not replicated. The usm was tested on an in-house system and triggered no error. The usm unit was also tested on the patient side cart (psc) fixture test platform (pfpt) and passed all test. Upon further investigation, there was no issues or fluid intrusion found. The usm was also retested for insertion friction, but none was found. As a precaution, the ball screw assembly, insertion top/bottom housing and bearings will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the user experienced issues with arm 3 insertion axis, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer and that the usm unit was received for evaluation. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. Additional information is being gathered and the failure analysis is still in progress and as such, the probable root cause has not yet been determined. A follow-up MDR will be submitted after the failure analysis has been completed.

Event description:
It was reported that during a da vinci-assisted bariatrics surgical procedure, the customer called and informed the technical support engineer (tse) that they experienced issues with arm 3 insertion axis. The customer stated that arm 3 insertion axis would get to a halfway point and then was difficult to insert. The tse viewed the logs and did not note any errors. The customer stated that they tried adjusting the drape with no change. The customer stated that they had to back out and then reintroduce several times. The customer stated that the drape was not binding along insertion axis. The customer requested a field service engineer (fse) to follow up. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.